Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that a base of the insert was broken, and the insert pad had been cut. Applied medical has reviewed the details surrounding the event and the returned unit and is unable to determine the root cause of the event based on the evaluation of the returned unit and description of the event. This a combined initial/final report.

Event description:
Type of procedure performed: cardiac surgery. Hospital: [name] "(B)(4). On (B)(6) 2021: during coronary artery bypass grafting during clamping the vessel, the surgeon replaced the insert in question to another new one because it was unusual. It was found the insert in question was broken after the surgery. The procedure was completed with no problem, and no adverse event occurred. The surgeon used the clamp manufactured by amr with the insert in question. The separated pad at damaged section was cut by the surgeon probably, however no further information provided from the hospital." Comments from cosmotec: the hospital returned the complaint sample and will be returned to applied medical to investigate. Investigation report for this case is required as soon as possible. Type of intervention: replaced the insert in question to another new one. Patient status: no health damage was reported for the patient.